Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the pump was reset clearing the alarm, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection.